Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that all measurements during the implant procedure were appropriate. One day post-implant, loss of capture and a rise in impedance measurements were noted. No additional adverse patient effects were reported.